Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2018 with striae in left eye. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of blurriness and halo in left eye only. Patient reported symptoms are not interfering with daily activities. A flap lift and stretch was done. Bcva from (B)(6) 2018: right eye pre-op 20/20 -3.50 x -1.50 x 178, left eye pre-op 20/20 -2.75 x -1.75 x 172.